Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had black foreign material in the scope that sprayed out during decontamination. There were no reports of patient harm and delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h3, h6. Corrected fields: e2, e3, g2 ("company representative" must be selected as the contact/reporter is an olympus employee), h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) years since the subject device was manufactured. Based on the results of the investigation, since reprocessing was not performed/completed at the user facility and the subject device was returned to olympus, foreign material remained in biopsy channel. User can detect/prevent the suggested event by following instructions for use below. Detection method is described in gif-170 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.